Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. See report # 2124215-2023-34392 regarding device explant.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference (emi) noise with oversensing on all channels resulting in inappropriate mode switching. Afterwards, it was noted the device went into a right ventricular autothreshold (rvat) test. It was noted that the device was pacing at 70bpm and then at a faster rate of 120 bpm, however technical services (ts) explained that this was attributed to the different programmed rates in different modes. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference (emi) noise with oversensing on all channels resulting in inappropriate mode switching. Afterwards, it was noted the device went into right ventricular autothreshold (rvat) test. It was noted that the device was pacing at 70bpm and then at a faster rate of 120 bpm, however technical services (ts) explained that this was attributed to the different programmed rates in different modes. This crt-d remains in service. No adverse patient effects were reported.